Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the blood pump on a 2008k2 machine made an incision in the tubing of the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up. The patient was approximately 2 hours into treatment when the machine alarmed with an air detection message. The registered nurse (rn) removed air from the venous chamber of the bloodlines to continue treatment but the message reoccurred. Blood was visually observed to be dripping. Upon inspection an incision was identified in the tubing of the bloodlines located near the blood pump. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) could not be provided. The patient was able to complete treatment on a different machine with new supplies (manufacturer unknown). The machine was removed from service following the event and a fresenius field service technician (fst) was called on site. The fst determined the rotors of the blood pump were worn and bent. The blood pump was replaced to resolve the reported issue. The machine has been returned to service.

Event description:
It was reported to fresenius that the blood pump on a 2008k2 machine made an incision in the tubing of the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up. The patient was approximately 2 hours into treatment when the machine alarmed with an air detection message. The registered nurse (rn) removed air from the venous chamber of the bloodlines to continue treatment but the message reoccurred. Blood was visually observed to be dripping. Upon inspection an incision was identified in the tubing of the bloodlines located near the blood pump. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) could not be provided. The patient was able to complete treatment on a different machine with new supplies (manufacturer unknown). The machine was removed from service following the event and a fresenius field service technician (fst) was called onsite. The fst determined the rotors of the blood pump were worn and bent. The blood pump was replaced to resolve the reported issue. The machine has been returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer which prevented the completion of a physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the completion of the manufacturer investigation indicating a product problem, thus the complaint is confirmed.